Event description:
It was reported that a malfunction occurred on the pump while it was being charged. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue without recurrence, allowing the customer to continue using the pump. The customer was advised to reach out again if the issue reoccurs.